Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has stimulation due to not recharging the ipg as recommended. In turn, the charger and programmer are unable to communicate with the ipg. As a result, the patient plans to undergo surgical intervention.